Event description:
It was reported that the pump casing was found to be hot to touch after the batteries were changed.

Manufacturer narrative:
There was no patient impact associated with this complaint. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.